Event description:
It was reported that patient underwent shoulder repair procedure on (B)(6), 2011. During the procedure, as the surgeon attempted to tighten the suture anchor device, the suture snapped. The suture was removed and the anchor remains implanted.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. The reported event occurred for two devices from the same lot. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.